Event description:
On (B)(6) 2011, pt underwent a colostomy take-down and ventral hernia repair using prosthetic matrix. On (B)(6) 2011, pt's abdominal dressing had serosanguinous drainage on lower portion where previously it had been clean and dry. On examination, the surgeon found wound dehiscence with intestinal bulging. Pt returned to surgery and prosthetic matrix was found to have split up the middle. It was removed, the wound irrigated, and a different type of mesh was sutured to the fascia, drains were placed, and the pt's abdomen was closed.